Manufacturer narrative:
Pr 1737112: initial emdr submission. A follow up emdr will be submitted if additional information becomes available. A device was to be returned for evaluation.

Event description:
The patient fell and damaged the valve. Upper part of the valve broke off, the safety clamp was used and the valve was changed.